Event description:
It was reported that "missing data on the primary packaging. The issue was identified during incoming inspection. There was no patient involved."

Manufacturer narrative:
(B)(4). Failure mode "labeling - incorrect or missing label" could be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. Per DHR the product mad nasal with 3 ml syringe lot # 73d2400927 was manufactured on 04/25/2024 a total of (B)(4) pieces. Lot was released on 05/10/2024. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that "missing data on the primary packaging. The issue was identified during incoming inspection. There was no patient involved."

Manufacturer narrative:
(B)(4). The customer returned one-unit mad100 mad nasal with 3 ml syringe for investigation. The sample was returned sealed in its original packaging. Visual inspection of the sample confirmed that the packaging is missing part of the labeling that includes the lot information. Non-conformance has been initiated at the manufacturing site to further investigate this issue. Device history review investigation did not show issues related to complaint. The complaint is confirmed. Visual inspection of the sample confirmed that the packaging is missing part of the labelling that includes the lot information. Non-conformance has been initiated at the manufacturing site to further investigate this issue.